Manufacturer narrative:
The device associated with this report was not returned. The initial reporting stated patient x-rays were not available for review. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Clinical report states the patient had severe pain that was resolved on (B)(6) 2011, with an arthroscopy and breakdown of the arthrotomy. The pain was possibly device related. The patient was then revised on on (B)(6)2011, for a retinacular defect and repair, effusion, and seroma.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.